Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 8-dec-2021, it was noticed the h6. Medical device problem code of "material separation (a0413)" was inadvertently omitted from the 3500a initial MDR. As such, the code has now been populated into the field.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and air flowed back into the side port and a hemostatic valve separation occurred. There was no error. During use of the carto vizigo¿ 8.5f bi-directional guiding sheath small, the sheath¿ port was found with air at the site of the hemostatic valve. When the physician noticed the abnormality and checked it, it was determined that air had entered due to poor hemostatic valve. The sheath was replaced. This eliminated the phenomenon. The procedure was completed without any patient effects. Additional information received indicted air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port and a hemostatic valve separation occurred. There was no error. During use of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the sheath¿s port was found with air at the site of the hemostatic valve. When the physician noticed the abnormality and checked it, it was determined that air had entered due to poor hemostatic valve. The sheath was replaced. This eliminated the phenomenon. The procedure was completed without any patient effects. Device evaluation details: on 9-dec-2021, the device was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and a functional evaluation of all features of the catheter. Visual analysis revealed that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was found in normal conditions. No anomalies were observed on the hemostatic valve. Per the event, a functional leveraging test was performed to analyze side port functionality. A pressure gage and a syringe were used. No issues were observed. No leakage issues were found. No malfunctions were observed during the product analysis. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ no malfunction product was identified. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).